Manufacturer narrative:
Manufacturer investigation did not produce sufficient information to establish the root cause of the event. Section 4.0 of the minerva endometrial ablation system operator's for use states: the minerva endometrial ablation system is intended to ablate the endometrial lining of the uterus in pre-menopausal women with menorrhagia (excessive bleeding) due to benign causes for whom childbearing is complete. Section 6.0 of the minerva endometrial ablation system operator's manual indicates: if the minerva disposable handpiece is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion. Section 6.1 of the minerva endometrial ablation system operator's manual indicates: although designed to detect a perforation of the uterine wall, the uterine integrity test is an indicator and it might not detect all perforations. Clinical judgement must always be used. Section 7.2 of the minerva endometrial ablation system operator's manual indicates: as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to thermal injury to adjacent tissue, including bowel, bladder, cervix, vagina, vulva and/or perineum. The relationship between the device and the reported adverse event could not be established.

Event description:
It was reported that on (B)(6) 2020 a minerva procedure was conducted in a postmenopausal (exact age unknown) patient suffering from aub. Pre-operative hysteroscopy (immediately before the minerva procedure) was not performed. The patient sounded to 9-cm, cervix was measured at 2-3-cm (exact measurement unknown). Dr. Could not recall the length setting of the device. The minerva device was inserted and deployed in green, exact number of dots unknown. Dr. Reported that after initiating the uit, stage 1 passed successfully, but stage 2 failed twice. Dr. Removed the device, changed the length setting of the device (exact setting unknown) and re-attempted the uit again, without performing diagnostic hysteroscopy before that. Uit passed, which was followed by a 2-min ablation cycle. Upon completion, the cervical balloon was deflated, device closed and removed. No post-procedure hysteroscopy was performed. Patient was discharged shortly after the procedure. On (B)(6) 2020 the patient reported lower abdominal pain and fever. She was seen on (B)(6) 2020 and hospitalized. CT was performed and indicated presence of free air in the abdominal cavity. Laparoscopy was performed, and the patient was diagnosed with a small ("puncture-size") uterine perforation with evidence of blanching on uterine serosa, as well as evidence of small bowel perforation with evidence of thermal effect. Small bowel resection and end-to-end anastomosis was performed.